Event description:
This event was created by a letter from the patient in response to a device tracking mailing. Information was also obtained from the patient's physician. The patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Four years post implant the patient was admitted with an enlarging aneurysm. The patient had a CT scan and an angiogram, no endoleak was discovered, however, the size of the aneurysm had increased to over 6 cm. Surgery was performed, the endograft was excised and a tube graft repair of the aneurysm was successfully completed. The patient was doing well and five days post operatively was discharged. It was noted that the patient passed away one month ago due to respiratory failure.

Manufacturer narrative:
This graft has not been returned. Attempts to obtain additional information from the patient's physician were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.